Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire met resistance while it was inserted into the catheter, and the catheter guidewire lumen could not be flushed properly. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. While attempting to move the catheter from the left pulmonary veins to the right pulmonary veins the guidewire was pulled back and met resistance in the lumen. The guidewire was removed from the catheter, and then the catheter was removed from the patient. An attempt was made to insert a new guidewire, but this did not resolve the issue. The guidewire lumen was flushed, but it would not flush properly. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire met resistance while it was inserted into the catheter, and the catheter guidewire lumen could not be flushed properly. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. While attempting to move the catheter from the left pulmonary veins to the right pulmonary veins the guidewire was pulled back and met resistance in the lumen. The guidewire was removed from the catheter, and then the catheter was removed from the patient. An attempt was made to insert a new guidewire, but this did not resolve the issue. The guidewire lumen was flushed, but it would not flush properly. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and met strong resistance at the distal hypotube, indicating damage present. As the guidewire could not be inserted, the catheter did not achieve deployment during testing. Dissection of the catheter distal hypotube was performed to further inspect guidewire lumen damage. Dissection of the handle confirmed damage to the guidewire lumen. The reported stuck guidewire event was confirmed via analysis. Additionally, the guidewire lumen was flushed without resistance with fluid exiting the distal end, thus, the difficulty flushing event was not confirmed.